Event description:
The cordis clinical study registry reported that a pt experienced coronary artery occlusion during a percutaneous coronary intervention. The pt also had elevated cardiac enzymes and myocardial infarction was diagnosed. At the index procedure, the pt's treatment was staged for time a logistics. During this procedure, two lesions and two vessels were treated. The main indication for the procedure was silent ischemia and positive eeg stress test. Two cypher stents were implanted in the mid left anterior coronary artery (lad) described as de novo, 2.5 x 25 mm long, irregular with moderate tortuosity and an angulation less than 90 degrees, but greater than 40 degrees. It was also eccentric with moderate calcification, a type c classification with 90 % stenosis. The vessel was predilated at 14 atms with an unk 1.5 x 20 mm balloon. Cypher crb23250 was deployed at 16 atms and cypher crb13250 was deployed at 12 atms. Post dilatation was not conducted. Post procedure stenosis was zero, timi flow was three before the procedure and three after the procedure. The proximal lad was described as de novo, 3.0 x 5 mm long, irregular with moderate tortuosity and a greater than 45 degrees, but less than 90 degrees. It was also concentric with moderate calcification, a type b2 classification with 80 % stenosis. Pre and post dilatation was not conducted and post procedure stenosis was zero. Timi flow was three before the procedure and three after the procedure. After the procedure, angiographic result of the proximal and distal lad showed an occlusion distally at the distal lad. Cardiac enzymes were also elevated and a myocardial infarction was diagnosed. The myocardial was medically treated.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same pt reported under mfg number 9616099-2008-00128, 9616099-2008-00129 and 9616099-2008-00130. Add'l info will be submitted within thirty days upon receipt.